Manufacturer narrative:
A ge service representative performed an onsite investigation. The center post on the connector was split in half and was replaced. The display control cable assembly was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the video output connector on the left monitor was damaged and the connection limited the consistency of the image display. No patient injury was reported.